Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 17189 was reviewed. No ncs, reworks, or defects were found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 01/09/2019. Additional information received: this patient has been seen in follow-up s/p linx removal, but not recently. She has not had any further difficulty with emesis, however her nausea symptoms were persistent until her pcp made some medication changes for other chronic conditions. She has not been able to be contacted for follow-up. We have sent two letters and 4 phone messages to date.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: does the patient have any of the allergies to metals? The patient does not have any allergy to any metals. Is the patient currently taking currently taking steroids / immunization drugs? The patient is not taking steroids/immunization medications. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? The patient did not have pre-existing dysphagia. Was there any hiatal or crural repair done at the same time as the implant? Yes, the patient had a crural repair completed with the implant. Was mesh used at time of implant? Mesh was not used at the time of the implant. What was the reason for removal of the linx device? Repetitive reports of dysphagia, nausea/vomiting. At the time of removal, was the device found in the correct position/geometry at the time of removal? The linx was in the appropriate position at the time of removal. Have the symptoms resolved since the device was explanted? The symptoms have not resolved with explant ¿ seemed improved for the 1st week or two; now recurrent. Further evaluation pending. Which tests were performed pre-implant? Manometry, barium swallow, ph, egd. Were there any intra-operative complications during implant? No. Was a replacement linx device used? No. (B)(4).

Event description:
It was reported that after an implant on (B)(6) 2017 of a linx 15 bead clasp (lot number: 17189), patient had runny nose, chronic nausea, intermittent vomiting, and intermittent dysphagia. Patient has had continued dysphagia since two weeks after the linx device was put in and now desires removal of the linx. Explant procedure was done on (B)(6) 2018.